Manufacturer narrative:
The device sample was returned for eval. The results of the eval are not available at the time of this report.

Event description:
The event is reported as: before the surgical procedure, the pt was intubated. The endotracheal tube was smoothly inserted, then it was found that the balloon was leaking when inflating. The anesthesia person removed the tube and found the tube had three holes at the side. The tube was replaced with another from the same lot number and the surgery was performed smoothly.